Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative. It was reported that patient had explant on (B)(6) 2017.

Event description:
The patient via manufacturing representative stated that the patient's device was in overdischarge. The manufacturing representative was able to get the patient out of overdischarge, but now the patient has been charging for 2 hours and can't get beyond the 1/4 battery mark despite having 8 coupling bars. Different rechargers were used, but did not resolve the issue. It was noted that the patient's implantable neurostimulator (ins) had not been charged since 2012, and that it may be too damaged to recover. It was noted that the ins was interrogated with the clinician programmer, but yielded no connection. After a trickle charge was performed, the ins was charging as normal. The por 0x2608 (power on reset) message was cleared. The patient's pain areas were adequately covered, but then the device discharged again. The patient mentioned that they did not want to continue with therapy at this time. They stated that they are fine with their current medications and injections. No further action is planned at this time. No patient symptoms were reported. The patient was implanted for lumbar radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.